Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image when the lever was angulated. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the loss of image occurred during angulation due to an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.